Event description:
It was reported by the physician that the lens was removed and replaced with a alternate diopter lens due to the patient's residual myopia. No patient complications occurred during this secondary surgery.

Manufacturer narrative:
(B) (4). The returned intraocular lens was measured for diopter and is correct as labeled. The lens met all manufacturing specifications prior to release to the market. While we were unable to determine the definitive cause of this event our investigation reasonably suggests it is not manufacturing related.